Event description:
It was reported that the customer's fill estimate was inaccurate after loading the cartridge with cold insulin. The customer's blood glucose level was 200 mg/dl on (B)(6) 2015. The following day the customer confirmed that their blood glucose was fine.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.